Manufacturer narrative:
Updated health impact grid and component grid.

Event description:
It was reported to philips that the device failed to obtain a 12 lead ECG reading. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. An evaluation was performed and the fse was unable to replicate the reported failure. All cables, connections, and lead wires were inspected with no noted issues that could have caused or contributed to the alleged issue. The fse verified that they were able to obtain a 12 lead reading with the device and that there were no noted errors within the logs for which repairs were required. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed to obtain a consistent ECG reading. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.